Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine with an unknown dose and concentration and hydromorphone with unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient stated that the pump medication was not helping as much as they would like anymore. It was also noted that the patient's cardiac surgeon recommended that the patient has the entire system removed. The entire system was explanted/not replaced on (B)(6) 2018. The device disposition was unknown. The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was other ineffective for pain and the clinical diagnosis was loss of efficacy. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (hydromorphone) was possibly related and the drug action that caused the event was other: lack of efficacy. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via clinical study indicated the device diagnosis was other ineffective for pain. On (B)(6) 2018 the patient reported loss of efficacy regarding pain. The patient also reported on (B)(6) 2018 that the drug was not recommended by heart doctor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical studyon (B)(6) 2018. The patient's baseline weight was provided.